Event description:
It was reported that the patient was experiencing burning sensation despite reprogramming done. The patient underwent an explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7100009/7100010.

Manufacturer narrative:
Sc-1216 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg exhibits normal characteristics during the analysis. However, a labeling review found that the reported event of burning sensation despite reprogramming is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was experiencing burning sensation despite reprogramming done. The patient underwent an explant procedure.